Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the battery compartment was cracked with corrosion observed inside. A review of the black box showed that the pump was manually suspended on (B)(6) 2015 at 12:03; deliveries never resumed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The leak test verified the leak in battery compartment. The pump cover was removed and no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose over 600 mg/dl with symptoms of dehydration, shortness of breath, chest pain, vomiting, difficulty waking up, confusion, nausea, abdominal pain, extreme drowsiness, polydypsia and polyuria associated with a damaged pump casing. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection, IV glucose and IV fluids. It was reported that the battery compartment was cracked and moisture was observed inside the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a damaged pump casing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.